Manufacturer narrative:
One pneupac parapac ventilator was returned for analysis undamaged. Functional testing was performed revealing that the gas supply indicator was working. A lock-off leak test was performed observing a slow leak. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.

Event description:
Information has been received that the incident occurred while in use with a patient, and that no patient adverse effects occurred. The ventilator settings are unknown by the customer, and no other alarm sounded. Patient was attached to a monitor during the incident.

Event description:
Information was received that there were problems with the gas supply failure alarm on a smiths medical pneupac parapac ventilator plus. No adverse effects were reported.